Event description:
It was reported that the handpiece overheated while equipment was being tested prior to the start of a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded sag head and rotor along with a broken bearing. The motor, press plug, sag head, and rotor bearing were each replaced along with other components. Service repaired and returned the device to the customer.